Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient was in the or for a normal device implant. During the procedure, the physician attempted to extend and retract the helix, but the helix would not extend/retract smoothly, it would pop out and pop in. The physician elected to not implant the lead and implanted another lead. Patient tolerated the procedure well and will be followed normally.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.